Event description:
It was reported that when used the external pulse generator did not sense any heart activity from the patient, even at its minimum setting. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that when used the external pulse generator did not sense any heart activity from the patient, even at its minimum setting. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was unable to sense heart activity. Analysis did find that the upper and lower cases were broken and that one side bail cover was contaminated. Geo event description: it was reported that the temporary pacemaker doesn´t not sense any heart activity from the patient, even if the sensitivity is modified to its minimum. Preliminary geo assessment: not sure whether stimulation was ok. Could be cable connection. Information requested. Preliminary geo conclusion: insufficient information. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.